Event description:
The customer contact reported a delay in critical therapy following an alarm condition. At unspecified time, an unspecified channel of the device was programmed to deliver an unspecified concentration of insulin, at a rate of 2 units/hr, and the delivery was started. No further programming parameters were provided. At an unspecified time, the other channel of the device was programmed to deliver an unspecified concentration of levophed, at a rate of 5 mcg/min, and the delivery was started. No further programming parameters were provided. At an unspecified time, the nurse reported the device alarmed with a whitescreen error. At that time, the nurse silenced the alarm and removed the tubing sets from the device by pulling the emergency release lever. The device was removed from clinical service. After approx 3-5 mins, therapies were resumed using a replacement device. Although there was potential for serious injury, the customer pt effects. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The device initially passed testing. A whitescreen error was not displayed during the testing procedures. Testing and investigation found the device did not pass the sdram test, which may have caused the customer's reported whitescreen error. This is due to the hardware module. The device history was downloaded at the service center. A review of the device history indicates that on (B)(6) 2012 at 0157, channel b of the device was programmed using the drug library to deliver insulin, at a dose rate of 1.5 u/hr, dose rate method, titrated, with a calculated rate of 1.5 ml/hr, calculated vtbi (volume to be infused) of 228.641 ml for a duration of 152 hrs and 26 mins and the delivery was started. At 1009, channel a of the device was programmed using the drug library to deliver levophed 4 mg/250 ml, at a dose rate of 10 mcg/min, with a vtbi of 129 ml, at a calculated rate of 37.5 ml/hr, for a duration of 3 hrs and 27 mins and the delivery was started. At 1022, channel a was reprogrammed to deliver a dose rate of 15 mcg/min and the delivery was started. At 1123, the device was powered on, a post sw (software) alarm occurred, a s308 (can bust error) occurred on channel a, a s408 (can bus error) occurred on channel b, the cassette eject lever alarm occurred on channels a and b and was silenced. This report represents all the info known by the rptr upon query by hospira personnel.